Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: during investigation, the black box verified four 128 "replace battery" alarms on (B)(6)2019, but the pump was never resumed after the alarms. The battery cap was not returned with the pump so a test cap was able to power on the pump and maintain power connection with no alarms or power loss during investigation basal duration test. Unrelated to the original complaint, there was evidence of moisture ingress and rust located inside the battery compartment and internally on the printed circuit board components. The battery compartment was intact with no evidence of cracks or moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05-aug-2019, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or battery cap reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.